Event description:
It was reported that after completing the case using cryo, upon removal of the sheath, bleeding from the puncture site did not stop. Surgical treatment was performed and medication was administered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the bin files were analyzed and showed that multiple applications were performed with two different catheters for the date of the event. Multiple system notices (50008 system notice was received indicating that the system detected a software error and stopped the injection and 50002 system notice was received indicating that the system detected an electrical component failure) were received unrelated to the adverse event. The sheath, 4fc12 with lot number 92496 was not returned for investigation. If information is provided in the future, a supplemental report will be issued.